Event description:
It was reported that, "according to the scrub the doctor continued to tighten the draw rod of the hybrid revision driver past his recommendation and it broke off in the screw."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.